Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Patient was stuck in the middle of the road with 9 flash error on his joystick.